Manufacturer narrative:
The reported ¿impedance¿ issue was confirmed. Analysis of extension a found an area, on the lead body, where all internal wires were broken. The root cause of the fractures is unknown as the patient did not report any trauma, falls or accidents prior to the reported event.

Event description:
It was reported that the patient experienced discomfort in the right arm. Diagnostic testing revealed high impedances on the left extension. The patient underwent surgical intervention on (B)(6) 2025 to replace the left extension. During surgery, low impedances were found on the right extension. It was noted that impedances fluctuated with right arm movement. To fully address the issue, the physician opted to replace both extensions and the ipg (for possible tissue causing issue) during the same surgical procedure on (B)(6) 2025. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.